Manufacturer narrative:
The investigation for the reported console (aic) failure alarm has been completed. The console was returned for evaluation and the failure mode was unable to be reproduced. No hardware issue was found with the console. Upon force shutdown, the console rebooted automatically, as happened at the customer site. Data logs were reviewed finding several unexpected shutdowns and reboots. The root cause of intermittent unexpected controller shutdown was not determined due to the inability to reproduce. D2-updated common device name in accordance with updated procedures, sections d6 and g3 have been revised from the initial submission.

Event description:
The user facility reported a 56-year-old male was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was an automatic impella controller (aic) console failure alarm. The patient's pressure dropped. The console was restarted, but the failure occurred two more times. The aic was replaced. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.